Manufacturer narrative:
Concomitant medical product: addrs1 ipg implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high threshold, no capture, low impedance and undersensing. The rv lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.